Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: the battery cap was able to fully tighten and the battery compartment was intact. There were call service 054 errors immediately following a low battery warning observed in the black box on (B)(6) 2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.